Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited high out-of-range (oor) pace lead impedance (pli) measurement. Review of records show multiple other oor pli measurements in the past and the previous clinic may have opted to monitor only. P-waves and atrial threshold measurements were stable and no noise was noted on electrograms (egm). Boston scientific technical services (ts) suspected a connection-related issue. It was noted that the new clinic has decided to continue monitoring via remote monitoring system and to perform isometrics at the next clinic check. The system remains implanted and in service. No adverse patient effects were reported.

Event description:
Subsequent information received indicated that the high out of range ra pace impedance measurements continued to be observed. Additionally, a clinic staff also reported intermittent atrial capture although, in-clinic testing confirmed there was capture. All other measurements were normal. The ra lead was left as is as the patient does not need atrial pacing. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.